Event description:
It was reported that the cartridge was bent at the pigtail causing the cartridge to leak. There was no reported adverse impact to the customer's blood glucose level. The customer straightened the cartridge pigtail and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.